Event description:
Provider states the connector broke off of the motor; there is internal damage but no damage to the box. Provider will call back to verify if he wants a separate RMA or a quote marked as a RMA, he was late going to lunch.